Manufacturer narrative:
Analysis of implantable neurostimulator model 99714, serial # (B)(4) showed no significant anomalies and that the battery had a reduced capacity due to overdischarge. The ins was received for analysis with no telemetry o output. Telemetry was restored after one full physician mode recharge (pmr) procedure. After the ins was fully recharged, the device passed functional testing. Per the trace report, the device was last recharged on (B)(6) 2015. The ins depleted to the ¿lock-sleep¿ mode on (B)(6) 2015 and subsequently depleted to the device¿s first overdischarge state some time later. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the manufacturer¿s representative reported that the patient had not been using their implantable neurostimulator (ins) for quite some time as it ¿has not been working¿. The device was replaced. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.